Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was out of order. It is unknown if the device was in use, at the time of the reported problem. No patient harm reported. The customer stated that the device was out of order. An approval has been provided to the customer for replacement parts and bench services. A good faith effort (gfe) is being completed to provide clarification on the original device issue/allegation and the device use at the time of the reported issue.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17898.

Manufacturer narrative:
During bench servicing, multiple damage caused by a device drop, storage, and/or maintenance were found. The customer has accepted a quote for replacement parts and bench services to repair the device. The investigation is ongoing.